Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced lightheadedness. The right ventricular (rv) lead exhibited oversensing with pacing inhibition. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced electromagnetic interference on the stored electrograms (egm). The emi was suspected to be the cause of the rv lead oversensing and pacing inhibition. The crt-dwas reprogrammed and remains in use.